Event description:
The sales rep reported that during an acl that the customer's anteromedial femoral aimer, 7.5mm, had a slight imperfection at the tip and as the beath pin was rotating through it, it was scoring the inside and creating fine metal debris/shavings. The surgeon completely removed all debris with the shaver. The surgeon completed the procedure with another like device with no patient consequences or delay.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation reveals the device is in a used condition. There was no evident damage at the distal end of the aimer except few nicks and marks indicating the metal shavings did not emanate from the femoral aimer. It was reported that this device has been reprocessed by the customer, before the failure occurred. Reprocessing the device may possibly contribute to the failure. At this time, from the description provided, a definitive root cause cannot be determined. Furthermore, the lot number provided is the correct lot number but only the part number which precludes conducting a lot history review or a lot specific search in the complaints handling system. No further patient consequences have been reported and therefore at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during an acl that the customer's anteromedial femoral aimer, 7.5mm, had a slight imperfection at the tip and as the beath pin was rotating through it, it was scoring the inside and creating fine metal debris/shavings. The surgeon completely removed all debris with the shaver. The surgeon completed the procedure with another like device with no patient consequences or delay.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In process.